Event description:
It was reported that a small hole in the venous lumen was noted in 2000. The catheter was repaired and a new extension was applied. A hole in the venous lumen was noted. The air alarm of the dialysis machine alarmed. The catheter was removed and replaced in 2000.